Manufacturer narrative:
Additional information was requested and provided. This incident is related to MDR report # 202711-2015-00922, cer #(B)(4). Investigation summary: two (2) event units were returned for evaluation. Upon inspection of the first unit, engineering performed leak testing and found the unit functioned properly and met design specifications. Upon inspection of the second unit, engineering found the inner diameter of the septum and shield to be torn. Drag force testing was conducted on both units by inserting and removing a test rod multiple times and no excessive resistance was noted. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and shield was most likely caused by the repeated insertion or removal of the instruments used during the procedure and resulted in leakage from the seal. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. The root cause of the excessive resistance remains unknown as engineering was unable to replicate the incident. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic procedure - "seal is leaking: air comes out of the seal. And the lap. Instruments moving very bad through the seal (there is a strong resistance when pushing them forwards and backwards). (B)(6), chief urologist, told me , there was no use of heated instruments and they as well did not insert or remove gauze." Patient status "ok."